Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - upon reception, the subject device paces and senses correctly, on both channels. - the electrical contacts between the inserted-test leads and the outputs of the electronics are good. - the electrical tests are in the specifications. - the visual inspection showed o the presence of a correct tightening lead mark on the atrial screw. O unfortunately, the ventricular screw was lost during screw cleaning. Therefore, it cannot be determined if the ventricular tightening lead mark were correct and could have induced the oversensing episodes. Connection issue can be excluded since oversensing episodes were reported before (B)(6) 2025 and connection issue would have been seen since the implantation. In addition, the morphology of the ventricular oversensing is most probably due to lead insulation issue. A ventricular lead defect remains possible.

Event description:
Reportedly, ventricular oversensing was initially noted and then atrial oversensing occurred. The patient complained of dizziness, being pacemaker dependent. Therefore, the center opted for the total removal of the system and replacement by a new system.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, ventricular oversensing was initially noted and then atrial oversensing occurred. The patient complained of dizziness, being pacemaker dependent. Therefore, the center opted for the total removal of the system and replacement by a new system.

Manufacturer narrative:
The review of provided data confirmed the reported issue: atrial and ventricular oversensing are present in the data provided and ventricular oversensing triggered pacing inhibition. The system teo dr sn (B)(6) and the vega leads r52 sn (B)(6) and r58 sn (B)(6) were implanted on (B)(6) 2022. The manufacturing processes as well as the device history records show that the device and the leads have been manufactured and delivered to the field following all applicable procedures. The investigation of the data provided from 8 april 2025 shows normal electrical values despite a bit higher v pacing threshold. The atrial and ventricular oversensing are from non-physiological origin. The most probable cause of both oversensing is an insulation failure generated by a lead-to-lead abrasion. The teo dr device was investigated upon return to microport investigation center. Upon reception, the subject device paced and sensed correctly, on both channels. The electrical contacts between the inserted-test leads and the outputs of the electronics were good. The electrical tests were in the specifications. The visual inspection showed normal atrial lead connection at implantation. The ventricular lead connection could not be investigated since the ventricular setscrew was lost during the investigation under microscope. The subject teo pacemaker presents normal functioning and insulation failure/lead-to-lead abrasion is highly suspected for both the subject vega r52 lead and the subject vega r58 lead. This case is retained and utilized for trend purposes.

Event description:
Reportedly, ventricular oversensing was initially noted and then atrial oversensing occurred. The patient complained of dizziness, being pacemaker dependent. Therefore, the center opted for the total removal of the system and replacement by a new system.